Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving ineffective stimulation due to high impedances on the implanted lead. It was also found through diagnostic x-ray imaging, that the ipg has been flipping in the pocket (related manufacturer reference number: 1627487-2020-32691 )which might have resulted in the lead head receiving damage. As result the lead was removed and a new lead implanted on (B)(6) 2020. Effective therapy was achieved post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.